Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user is testing with over expired test strips. Manufacturer contacted customer within 24 hours phone call for knowing customer's condition;unable to talk to customer.

Event description:
Customer complains of high results.customer states that feels well and requires no medical attention.the customer's expected blood result is 200mg/dl fasting. Verified the strips expired 12/31/2014. Reviewed meter memory: (B)(6). Customer is concerned with results of 328 and 331mg/dl.customer is concerned the meter is providing results that customer considers high. Customer informed on (B)(6) 2016 was confused and could not form words around 11 am very well and was at a rehabilitation appointment closed to (B)(6) ER and a friend drove her to ER to have her check out .customer had no taken her blood glucose yesterday before going to the ER .customer was examined at the ER with blood test ,CT scan and treated with infused fluids.customer does not remember what the blood glucose levels were upon arrival .customer abandoned the hospital with no medical authorization, customer considered that felt alright. Customer stated that today around 10 am checked the blood glucose, the result was 328 and considers is not high on her own criteria. Customer states that any result below 200 mg /dl she will expect as normal. Customer is using strips that are expired lot # tn2569 ex.p 02/31/2014 .I was not able to obtain more results from the meter's memory. Customer stated result of 155 from memory was stored as control solution and she does not recall performing a blood.